Event description:
A (B)(6) male pt contacted zoll customer support to report that the plastic portions of both response buttons had fallen off. The pt reported that he subsequently could not press the response buttons to activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (plastic fallen off of response buttons / cannot activate device) has been confirmed. Upon eval, the rear response button had a weak tactile with intermittent function and the front response button was missing entirely and had no function. The cause of the inability to activate the device is the damage to the response buttons. The root cause of the damage cannot be positively identified, but was likely a result of physical abuse. No adverse event resulted from the damaged response button. The pt received a replacement monitor.